Event description:
Reporter indicated that a vns patient underwent generator revision surgery due to pain in his head and left neck with stimulation. The treating physician believes that the patient's pain was likely psychosomatic as it did not occur with every stimulation. He indicated that he believed the only other explantation was that the generator was not stimulating at the same amplitude every time. The explanted generator has been received and is currently awaiting analysis.